Event description:
Customer reported that the paramedics were called as he passed out due to low blood glucose readings of 40 mg/dl. Customer stated that he did not go to the hospital, however was treated at home. Customer also mentioned receiving no delivery alarms on the insulin pump. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 215 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.